Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2616 removed; code 1142 added.

Event description:
Subsequently to the initially filed report, additional information was received. Follow up with the account confirmed that the suture came out [unraveled] of the vessel completely. No additional information was provided.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a hyperthermic interventional procedure using a prostyle device. Femoral imaging was not performed prior to the procedure. Reportedly, deployment of the device was seemingly successful. When retracting the device, the knot came out completely. The suture was not fixed to the vessel. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large bore and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.